Event description:
It was reported to philips that the azurion device would not boot up. The device was inside clinical use at the time of the event. No patient harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up. Review of the system log file showed that the lab stopped responding (lsr) loop at 12:19 and it was confirmed that there was an issue with the system software. The fse reloaded the system software. After reinstalling the system software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.